Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has undersensing during ventricular fibrillation (vf) detection causing the patient to have a syncopal episode. The implantable cardioverter defibrillator (ICD) vf detection was delayed resulting in delayed therapy. The rv lead was reprogrammed and the issue was resolved. The lead remains in use. No further patient complications have been reported as a result of this event.